Event description:
The customer reported that the unit failed paddles discharge test.

Manufacturer narrative:
The customer reported that the unit failed paddles discharge test. The unit was evaluated at philips, but the symptom could not be duplicated. The device passed all testing. In 2009, the customer's biomedical engineer reported that since the device was returned, this issue has not recurred.